Event description:
Technician found a vacant bed with a note, 'out of order'.

Manufacturer narrative:
Technician found the bed hi/lo drifts. Technician degreased and cleaned the hi/lo brake to resolve the issue.